Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a remplissage surgery a suture of the devices ar-3641sp-1 (lot: 15535546) tore. With this surgical technique/treatment, two anchors must be placed simultaneously, then connected to each other and tightened. When the sutures were tightened, a suture tear occurred. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.